Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the day after implant this right ventricular (rv) lead exhibited high pacing threshold and loss of capture due to lead dislodgement and migration. Subsequently, the patient underwent a revision procedure and this lead was successfully repositioned with good measurement parameters. The device remains implanted and in service. No adverse patient effects were reported.